Event description:
It was reported that this inflatable penile prosthesis would not deflate. A surgical procedure was performed during which the device was explanted and replaced; the physician suspected the issue was related to the pump component. During the procedure, the physician was not able to implant the first reservoir due to scarring and bilateral hernia surgery and a flat reservoir was used to complete the procedure. There were no further patient complications.

Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to field f10: patient codes. Correction to field h6: patient codes, evaluation conclusion codes. Update to field h2: follow up type, correction. Update to field h11: updated information. UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis would not deflate. A surgical procedure was performed during which the device was explanted and replaced; the physician suspected the issue was related to the pump component. During the procedure, the physician determined larger cylinders and a reservoir were needed but was not able to implant the first reservoir due to scarring and bilateral hernia surgery and a flat reservoir was used to complete the procedure. There were no further patient complications.

Manufacturer narrative:
Correction to field b5: describe event or problem. Correction to field f10: patient codes. Correction to field h6: patient codes, evaluation conclusion codes . Update to field h2: follow up type, correction. Update to field h11: updated information.

Event description:
It was reported that this inflatable penile prosthesis would not deflate. A surgical procedure was performed during which the device was explanted and replaced; the physician suspected the issue was related to the pump component. No patient complications were reported.